Event description:
Reporter indicated that vns pt developed an infection and was bieng treated with antibiotics. The infection was present at the pulse generator/pocket. Neurologist indicated that the pt irritated/scratched at the incision site. Neurologist also indicated that the infection is improving with antibiotics. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.